Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), crest syndrome ("crest disorder"), rash ("skin rash"), alopecia ("hair loss"), pruritus ("excessive itching"), tooth disorder ("dental problems"), fatigue ("fatigue") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, autoimmune disorder, crest syndrome, uterine leiomyoma, rash, alopecia, pruritus, tooth disorder, fatigue and depression outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, crest syndrome, depression, dyspareunia, fatigue, genital haemorrhage, pelvic pain, pruritus, rash, tooth disorder, uterine leiomyoma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), crest syndrome ("crest disorder"), rash ("skin rash"), alopecia ("hair loss"), pruritus ("excessive itching"), tooth disorder ("dental problems"), fatigue ("fatigue") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, autoimmune disorder, crest syndrome, uterine leiomyoma, rash, alopecia, pruritus, tooth disorder, fatigue and depression outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, crest syndrome, depression, dyspareunia, fatigue, genital haemorrhage, pelvic pain, pruritus, rash, tooth disorder, uterine leiomyoma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.